Event description:
During an esophagogastroduodenoscopy (egd), a 1cm polyp in the stomach near the pylorus was removed. They were using cook instinct endoscopic hemoclips to close the defect. The first clip was advanced through the endoscope accessory channel. The clip opened and closed onto the tissue but would not release from the clip deployment device. Because the clip was in the closed position on the tissue and would not reopen for removal, the clipping device was pulled hard to pull the clip off the tissue. See MDR 1037905-2013-00244. The second cook instinct endoscopic hemoclip was advanced through the endoscope accessory channel. The clip was opened and closed onto the tissue site but the clip wouldn't pull off [release from the clip deployment device]. The clip was able to be reopened and then it was closed onto the tissue again. This time a crunching sound was heard from the device during closing of the clip and the clip would not release from the clip deployment device. It is unk if the clip could be opened when it was being removed from the tissue site or if it had to be pulled off like the first clip. See MDR 1037905-2013-00245. A third cook instinct endoscopic hemoclip was used and performed in a way identical to the second. See MDR 1037905-2013-00246. The main problem for all 3 clips is that the clip would not release from the sheath [of the clip deployment device]. A clipping device from another MFR was used to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects dur to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The proximal end of the drive wire was bowed indicating proper torque of the securing component. Using a hemostat to grasp the drive wire, the clip was opened and closed. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. Upon using the hemostats the clip was closed on simulated tissue, however during the attempt to deploy the clip, the hook at the distal end of the drive wire broke. The drive wire was removed from the device, visually examined and determined that the drive wire was verified to be within the appropriate mfg specifications. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to additional resistance at the handle which can cause the drive wire to detach from the handle spool. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.